Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (B)(4) gtin is not available.

Event description:
Subject ID: (B)(4). Study no: (B)(4). Clinical adverse events received for hip revision with potential removal of depuy components. Device and procedure(relatedness). Device related: information not provided. Procedure related: information not provided. Date of event: information not provided. Date of implant: (B)(6) 2004. Date of revision: information not provided. Device location: information not provided. Treatment/impact: hip revision. Additional event information. On (B)(6) 2007, the patient had a revision left total hip arthroplasty, acetabular component, to address failed left total hip arthroplasty with recurrent instability. The indications for surgery note that the patient had (B)(4) dislocations. The patient was revised previously to address instability. There have been (B)(4) attempts previously at constrained liners, which both failed. Recently the patient dislocated the constrained liner. The findings for the surgery noted the constraining ring had come out of the constrained liner. There was evidence for significant impingement on the liner in flexion, and there was deformity of the liner. The stem was well fixed. It was noted that a depuy xl poly pinnacle cup liner was cemented into the existing well fixed aml acetabular shell. The femoral depuy femoral head was utilized and a ¿depuy bipolar was assembled to this¿ depuy cement was used during this procedure. (B)(6) 2024 medical records note the patient is seventeen years status post revision left total hip arthroplasty. The patient has been experiencing increasing lateral hip pain. It was noted that the patient has had a total hip reconstructions as well as revisions. The clinical impression is that there was trochanteric bursitis, left hip. Patient has a history of heart disease. The patient had an injection in the left hip. It should be noted that no part/lot numbers were provided and no specific information provided on the multiple previous surgeries mentioned.